Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was oversensing after atrial paces. Re-programming was attempted but it is still occurring. The oversensing was first seen at the previous follow-up. The patient has felt symptomatic at times. The device is still in use. No further patient complications have been reported as a result of this event.